Event description:
It was reported that the system would not turn off (or discontinue) exposures; this could produce uncommanded x-rays. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable.